Event description:
Customer called to report that the unicel dxc 800 synchron system displayed a "cc sample probe motion" error on the system's cartridge chemistry (cc). The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to stop the instrument and manually move the cc sample probe. The cts then asked customer to inspect the instrument covers, during which customer found fluid on the reaction wheel cover, as fluid was leaking from the sample probe. After further troubleshooting, the cts generated a service request. On the following day, the field service engineer (fse) inspected the instrument, after which it was confirmed that the sample probe was leaking and that the collar wash vacuum tubing was full of fluid, indicating insufficient vacuum. The fse then replaced the collar wash vacuum waste valve and performed the necessary alignments. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).